Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually and microscopically examined, and leak tested; and the pump was also functionally tested. Both cylinders have damages that were likely caused during explant. Regarding, the pump, it did not pass the activation test performed. Based on the information available and analysis results, the activation anomalies identified in the pump could have caused or contributed to the reported clinical observation of mechanical problem, but the allegation hole/perforated was not ale to be confirmed.

Event description:
It was reported that the patient went to office consultation because the device was not working properly. Two weeks later, a surgical procedure was performed and a tear in the cylinder was noted. The cylinder and pump were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to office consultation because the device was not working properly. Two weeks later, a surgical procedure was performed and a tear in the cylinder was noted. The cylinder and pump were removed and replaced. There were no patient complications reported.